Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with evidence of fluid ingression and light damage on the nub. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump failed the accuracy test by +9.9%. There was no patient involvement.